Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller was reporting poor communication with and without the antenna. Troubleshooting did not resolve the issue. The patient was transferred to repair where they would be receiving a replacement in the mail. The patient also stated that they had a return of symptoms, their neck was contracting. There were no further complications reported.